Event description:
Consumer inserted a tampon and upon removal the tampon came apart into pieces. She was able to remove the tampon pieces that remained inside her on her own.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.